Event description:
The user facility reports during an arm plating procedure on (B)(6) 2013, the quick coupling for k-wires worked intermittently. Reportedly there was no delay in procedure as a spare device was used to complete the procedure with no further problem. No harm to the patient was reported. No additional information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot # of the device was reported as 11375; lot # could not be confirmed as lot # for the reported device, part #532.022. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record was not possible as the part/serial/lot number combination is unknown and not valid.